Event description:
Consumer complaint of erratic blood results. Customer stated that there were 40 points difference between the truetrack meter and the lab test. No adverse event reported.

Manufacturer narrative:
(B)(4) . Product evaluation detected device operated within specifications. Most likely underlying root cause of malfunction: poor storage of test strips misunderstanding of erratic results. We apologize for the lateness of this report.